Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery with a 4fr 25cm introducer sheath. The 100% stenosed chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous left posterior tibial artery (pta). After a non-bsc guide wire crossed the lesion, a 130 cm excelsior¿ 1018¿ balloon catheter was advanced for dilatation, however, the device was unable to cross due to severely stenosed mid portion of the pta. The device was removed and replaced with a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter; the device was advanced for "cracking purposes" but the device stopped at the same location. The physician then attempted to inflate the device and the balloon ruptured upon the first inflation. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. Magnified inspection of the balloon revealed a pinhole and scratch in the balloon material over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery with a 4fr 25cm introducer sheath. The 100% stenosed chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous left posterior tibial artery (pta). After a non-bsc guide wire crossed the lesion, a 130 cm excelsior¿ 1018¿ balloon catheter was advanced for dilatation, however, the device was unable to cross due to severely stenosed mid portion of the pta. The device was removed and replaced with a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter; the device was advanced for "cracking purposes" but the device stopped at the same location. The physician then attempted to inflate the device and the balloon ruptured upon the first inflation. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.